Manufacturer narrative:
(B)(4).

Event description:
Patient's brother-in-law contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 121 and err 69 on (B)(6) 2016. The patient's brother-in-law did not report injury or medical intervention. No additional patient or event information is available.